Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 1:00 pm, the patient obtained the blood glucose reading of 174 mg/dl on the reported meter. At approximately that same time, the patient experienced the symptoms of confusion, sweating and weakness. At 1:30 pm the patient obtained the blood glucose reading of 185 mg/dl on the reported meter, and a reading of 53 mg/dl on another meter. Afterwards, the patient administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. The patient manages his diabetes with set doses of insulin. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. However, the test strips yielded results outside the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.